Event description:
It was reported that a device was used during a laparoscopic esophagectomy procedure. The device fired malformed staples. Opened another device to complete the case. There was no consequence to patient.